Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing after filling with insulin. The customer reported had removed the cartridge and filled a new cartridge. During troubleshooting with tandem technical services (cts), cts guided the customer through completing the load and fill tubing process. Additionally, the customer reported experiencing a high blood glucose level of 347 mg/dl. The customer stated that the possible cause was due to a sore throat and from being sick. The customer delivered a correction bolus with the pump to address bg level. The customer declined further troubleshooting.